Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional as it was no longer charging nor giving therapeutic relief. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg and was doing well postoperatively. No device malfunction was suspected and the explanted ipg will not be returned.